Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported following a medical procedure with an ultrasonic dental probe. The device was turned off during the procedure, and when turned back on didn't control patient's symptoms. Sharp pain in paresthesia area was reported, but it went away when stimulation was decreased or when device was turned off. Additional information was requested.